Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was a complete circumferential tear 5mm from the balloon cone transition. The separated edge of the balloon material was jagged. The inner shaft was completely separated at the bi-component weld. The fractured face was jagged and stretched, which suggests that the separation may be related to tensile overload. There was no damage or irregularities. The distal portion of the inner shaft, markerbands, distal portion of the balloon and distal tip were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. The balloon was inflated above the rated burst pressure. The dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that removal difficulties, balloon detached, catheter tip detachment and myocardial infarction occurred. The target lesion was located in the right coronary artery (rca). Predilation was performed with two unspecified balloon catheters and deployed two unspecified stents. When the second stent was deployed, it was under deployed. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was used to post dilate the stent and was inflated at 30 atmospheres. The physicians went down on the balloon and tried to pull back the catheter, but believed that the balloon must have gotten stuck. So the catheter was pulled and part of the balloon and the tip of the catheter got stuck inside the lesion. The catheter came out, and the tip broke off. The tip along with the radiopaque marker and part of the balloon stayed in the rca. The physicians tried to snare, attempted to get what was left of the balloon and the catheter that was left in the rca out, but the physicians were unsuccessful. The patient had electrocardiogram (EKG) changes and ended up with an anterior wall myocardial infarction (mi). The physicians never removed the part that broke off. It was still in the patient's body. The procedure was completed with this device. By the time the patient left the cath lab, the patient was stable.

Event description:
It was reported that removal difficulties, balloon detached, catheter tip detachment and myocardial infarction occurred. The target lesion was located in the right coronary artery (rca). Predilation was performed with two unspecified balloon catheters and deployed two unspecified stents. When the second stent was deployed, it was under deployed. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was used to post dilate the stent and was inflated at 30 atmospheres. The physicians went down on the balloon and tried to pull back the catheter, but believed that the balloon must have gotten stuck. So the catheter was pulled and part of the balloon and the tip of the catheter got stuck inside the lesion. The catheter came out, and the tip broke off. The tip along with the radiopaque marker and part of the balloon stayed in the rca. The physicians tried to snare, attempted to get what was left of the balloon and the catheter that was left in the rca out, but the physicians were unsuccessful. The patient had electrocardiogram (EKG) changes and ended up with an anterior wall myocardial infarction (mi). The physicians never removed the part that broke off. It was still in the patient's body. The procedure was completed with this device. By the time the patient left the cath lab, the patient was stable.

Manufacturer narrative:
(B)(4).